Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a bariatric gastric sleeve procedure the customer found blue foreign bodies in the patient after having fired the sixth and final firing of the procedure. The foreign bodies were retrieved laparoscopically with graspers. A blue gst cartridge was being used. There were no patient consequences reported. The device will not be returned.